Manufacturer narrative:
The review of post market surveillance data revealed the power cable might have been caught under the bed frame or the safety side panel, causing the cable to be snapped. Rental technician confirmed that the cable was under the mattress. The pump was swapped and installed correctly. After incident, facility staff received training on how to use the equipment correctly and safely. The cause of the cable damage appears to be use error (not following the information indicated in the device instruction). This is in line with the clinical nurse advisor statement that the mains leads were getting caught up in the bed rails as a result of not using the cable management on the mattress as intended. The auralis instruction for use (IFU - 04.ai.00en_08) states: "the power cable must be positioned in the cable management on the left side of the mattress." This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. Apart from using the cable management system, the cable position should be checked to avoid collision with bed moving parts. Arjo device failed to meet its specifications since sparks were coming from the power cord. There was no indication of patient involvement. The complaint was assessed as reportable due to allegation that the sparks were coming from the power cord. No injury was sustained. The device is distributed outside the us and no gudid information exists.

Event description:
The customer claimed that the auralis power cable was snapped in two (live wires exposed) and sparked when touched by a nurse. There was no indication of patient involvement. No injury was sustained.